Event description:
The lay user / patient contacted lifescan united kingdom on (B)(6) 2012 alleging inaccurate high readings on her one touch ultra 2 meter. The patient called mentioning that she had not received her lancing device when she contacted lfs on june 13, 2012. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: customer service verified that there was a clerical error and the customer service advocate (cca) had not placed an order for a replacement lancing device. Due to the lancing device issue, the patient mentioned that she still was able to obtain a blood glucose reading. The patient mentioned that she felt her meter was allegedly displaying inaccurate high readings over that past 2-3 months. She did not give specific readings. She claims she would get high readings like 28.8 mmol/l before a midday meal, and on (B)(6) 2012, the patient obtained an alleged high reading of 31.1 mmol/l before midday meal. A normal reading for her is around 15 mmol/l. She mentioned that on (B)(6) 2012, she had developed symptoms of ''hypoglycemia'' around 5:00-6:00am. She did not provide her results prior to the incident. He symptoms consisted of legs trembling, high temperature and she felt hot. She struggled in testing her blood sugar due the broken lancing device and because of her symptoms. She felt low. The patient's neighbor found her and contacted paramedics. Neighbor treated her with some lucozade, sugar in cup of tea and bread with marmalade. Paramedics tested the patient; however, the patient does not recall the reading. Paramedics did not treat the patient and she felt better after treatment. She claims that she took her usual dosage of insulin later that evening. Patient tests approximately four times a day and takes insulin -self adjustment 3 times a day. Cca had the patient run a quality control test and the test strips passed using the control solution. Products were replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged high reading, she later developed symptoms suggestive of a serious injury and had to receive treatment by her neighbor.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.